Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Device evaluation: the complaint sample was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to serial number cannot be performed since the serial number is unknown. Conclusion: no sample was returned and the serial number is unknown; an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received indicated that the doctor replaced the intraocular lens, model z9002 due to patient interest in a better refractive outcome. It was noted that the patient has had lasik and was warned that the final refraction might not be as accurate as on a virgin eye. The doctor indicated that there was no problems with the johnson & johnson lens. That the patient had no problems before and after the surgery and was happy with the outcome. No further information was provided. The following field was updated accordingly: (B)(4) updated planned explant to explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
An attempt has been made to obtain missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the doctor has planned to explant an intraocular lens (iol), model z9002 from a post lasik patient's eye. It was indicated that the iol power that is currently implanted is +20.5 d and the post-op refractive error is +1.75 ds. No additional information was provided.